Event description:
A case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine and alopecia outcome was unknown. The reporter considered alopecia, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain/ pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('excessive and abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 627291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, renal disease, breast pain, breast tenderness, migraine headache, multi gravida and parity 6. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions or problems/ neurological conditions or problems type: brain fog"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines/ migraines / headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between periods)") and abdominal pain lower ("lower abdominal side pain"). The patient was treated with surgery ((B)(6) 2009- ablation and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, feeling abnormal and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, genital haemorrhage, migraine, alopecia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, feeling abnormal, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-sep-2019: reporter¿s details updated and patient demographics and laboratory data were added. Essure indication updated. Added events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia), metrorrhagia (bleeding between periods), neurological conditions or problems/ neurological conditions or problems type: brain fog, hair loss. Updated event verbatim and outcome of event pelvic pain, migraine. On 18-sep-2019: medical history and lot number was added. Added events abnormal bleeding (vaginal), lower abdominal side pain. Follow up 2 and 3 process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, migraine and alopecia outcome was unknown. The reporter considered alopecia, genital haemorrhage, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain/ pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('excessive and abnormal bleeding') in a 37-year-old female patient who had essure (batch no. 627291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, renal disease, breast pain, breast tenderness, migraine headache, multi gravida and parity 6. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced feeling abnormal ("neurological conditions or problems/ neurological conditions or problems type: brain fog"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), migraine ("migraines/ migraines / headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between periods)") and abdominal pain lower ("lower abdominal side pain"). The patient was treated with surgery ((B)(6) 2009- ablation and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, feeling abnormal and abdominal pain lower had resolved and the menorrhagia, vaginal haemorrhage, genital haemorrhage, migraine, alopecia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, feeling abnormal, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Lot number: 627291 manufacturing date: 2008/05 expiration date: 2010/05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pelvic pain/ pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal') in a 37-year-old female patient who had essure (batch no: 627291) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, renal disease, breast pain, breast tenderness, migraine headache, multi gravida and parity 6. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 3 months 5 days after insertion of essure. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced feeling abnormal ("neurological conditions or problems/ neurological conditions or problems type: brain fog"). On an unknown date, the patient experienced genital haemorrhage ("excessive and abnormal bleeding"), migraine ("migraines/ migraines / headaches"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between periods") and abdominal pain lower ("lower abdominal side pain"). The patient was treated with surgery (on (B)(6) 2009, ablation and salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, alopecia, abdominal pain, dysmenorrhoea, feeling abnormal and abdominal pain lower had resolved and the migraine and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, feeling abnormal, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: lot number: 627291, manufacturing date: 2008/05, expiration date: 2010/05. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet was received. Reporter information were added. Events onset date, events outcomes were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.